Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked j2/liquid crystal display keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Event description:
It was reported that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.